Manufacturer narrative:
The folate reagent lot was 726877. The reagent expiration date was requested, but it was not provided. The investigation is ongoing.

Event description:
There was an allegation of non-reproducible high folate results for two patient samples tested on cobas 8000 e 801 module. Patient sample 1 initial was 4.6 ng/ml and the rerun result was 2.8 ng/ml. Patient sample 2 initial result was 3.4 ng/ml and the rerun result was 2.5 ng/ml. The lower repeat results were believed to be correct.

Manufacturer narrative:
The field service engineer found the gear pump head was due for replacement. He replaced the gear pump head and performed instrument checks that passed. The investigation did not identify a product problem. The specific cause of the event could not be determined. Based on the instrument checks and the qc data, sample quality and component issues could be excluded. All maintenance items were up to date.